Manufacturer narrative:
Investigation summary: aspirate / draw (cannot / difficult) it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. Photos of the reported incident have been received for evaluation, but without samples it is not possible to confirm and investigate the root cause. Thus, was not possible confirm the complaint or define a root cause to the occurrence. The incident reported from this complaint will be monitored for trend assessment barrel cracked it was performed the DHR, quality notifications and maintenance records where no records potentially related to failure was found. The photo and sample provided was analyzed and it was possible to observe barrel cracked. The potential cause for this is a syringe assembly assembly failure that caused the damage. To define and manage actions to correct the incident, CAPA# (B)(4) was opened. Some actions performed: perform timing adjustment on the transfer disk; create poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a crack was observed in the bd solomed" syringe barrel that led to liquid leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: "the mentioned syringes are coming without pressure, and it's observed a crack in the barrel, leading to a leakage of the liquid through the barrel."